Event description:
Reporter alleged 6-7 months ago having discrepant blood glucose results of 543 mg/dl from the advantage system meter versus 144 mg/dl from the emergency medical technicians (emts) meter when testing was performed within seconds apart. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment reportedly received. Reporter stated customer had been getting higher glucose readings lately, however, had no high blood symptoms. Thirty minutes prior to the alleged comparison, it was reported customer was found comatose and was treated with a glucose shot by emts due to a very low reading, value not provided. A request was made for the return of the suspect device and replacement product was sent. The advantage system: and comfort curve test strip lot number 548580 with an expiration date of 10-31-06.